Manufacturer narrative:
E1 address: no. (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: torn charged coupled device objective lens. Based on the results of the investigation, the cause of the malfunction flickering screen was traced to a component failure of the universal cord, and the cause of the torn charged coupled device objective lens was traced to a component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited a flickering screen occasionally. The issue was found during inspection for use. There were no reports of patient involvement.